Event description:
It was reported that the customer's insulin pump scrolled up without the customer touching the keypad. There was no significant event reported leading up to the alleged incident. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's reported blood glucose value was 15.0 mmol/l. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.